Event description:
It was reported that the mpu (mobile power unit) had alarms. Log file captured no external power events on (B)(6) 2020 and (B)(6) 2021 . It appeared to be due to simultaneous power lead disconnects while the patient was switching power sources, or possibly a power interruption to the mpu. There was no interruption in pump support during this events. The pump was functioning as intended. It was noted that the mpu has v-lock connector on the a/c power cord. It was also noted that patient has dementia and memory declining. Patient's family believed that the patient most likely forgetting how to do the connections correctly. However, the patient insisted there is something wrong with the mpu.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power was confirmed based on the information captured in the provided log file. The log file contained events recorded from 30dec2020 to 07jan2021. The data recorded on (B)(6) 2020 at 11:33 and 11:54, then on (B)(6) 2021 between 12:52:00 and 12:54:00 revealed no external power alarms. The associated voltage levels indicated that the events occurred while the system controller was connected to a mpu and the ac power to the mpu was lost. The pump support was not affected and the system was powered by the backup battery during the events. The no eternal power alarm was not able to be reproduced during the evaluation of the returned mobile power unit serial number (B)(6) . The mpu was operated for extended period of time while connected to a test equipment and there were no atypical alarms observed. The (B)(6) was functionally tested and was found to function as intended. A full functional test was performed and the unit passed all test steps. The (B)(6) was returned to the customer site. The device history records were reviewed and the records revealed the mpu was manufactured in accordance with manufacturing or qa specifications. The device was shipped to the customer site 14nov2019. Heartmate ii instructions for use and heartmate ii patient handbook under alarms and troubleshooting, describes all alarms (visual and audible) and what action should be performed when they do occur. This includes the no external power alarm. Heartmate ii instructions for use and heartmate ii patient handbook caution the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.